Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer shut off and, after some time, was unable to turn on due to an issue where the power connection was intermittent. It was noted that the cursor was not aligned with stylus due to a non functional printed circuit board (pcb). It was further noted that the battery was unable to charge. The programmer was decommissioned due to lack of parts availability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer shut off and, after some time, was unable to turn on due to an issue where the power connection was intermittent. There was no patient involvement.